Event description:
Nine months after novasure endometrial ablation she began to experience severe pain, bloating, diarrhea, cramping, back cramps that were severe. The symptoms began the same week in that would have been a normal menstrual period.